Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis that ruptured post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 05-jul-2024, mentor received additional information about the event: - the event date is 24-nov-2016. - the patient¿s race is white and ethnicity is not hispanic/latino. - the patient age at the time of event is 48 years old. - the implantation date is (B)(6) 2016. - it was initially reported that one of the patient¿s breast prostheses was ruptured. New information received states that there was no rupture. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). - the suspect medical device is a mentor memorygel breast implant 300cc gel breast prosthesis, catalog #3503001bc, lot # 7353967, serial # (B)(6), UDI #(B)(4) PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - the patient suffered from several unexplained systemic symptoms, including pain, loss of function in arms, inflammation, cognitive dysfunction, breast pain, muscle pain and weakness, neuropathy in both arms and hands, loss of balance and coordination, food allergies, ear ringing, vision loss, headaches, jaw and tooth pain, dry eyes, dry mouth, dry skin, dry hair, hair loss, and arthritis-like pain in thumb joints. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-08568 for the report for the patient¿s right breast prosthesis. - the patient underwent bilateral explantation on (B)(6) 2024. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number:(B)(4).